Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2021-00214. It was reported that the patient experienced autoreducing. The patient reported a fall several months ago and the system was autoreducing ever since. As a result, both leads were explanted and replaced. Effective therapy was established post operation.